Event description:
It was reported that the patient was admitted into the ICU due to unknown reason. It was later reported that the patient is in need of a vns battery replacement reason was not provided. It is unknown if the revision occurred or not. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.